Event description:
It was reported that the screwdrivers broke during surgery. The ends broke off and were discarded after surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The device was returned for evaluation. Visual and optical inspection confirms the tips are not broken; approximately ~1-2 mm of the tip hex lobes are worn, with the last ~1mm of the tip plastically deformed, and minute pieces missing.